Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Additional information: patient sex, describe event or problem. (B)(4).

Event description:
It was further reported by the physician that on the death certificate the primary cause of death is acute myocardial infarction. As far as the md knew no autopsy was performed.

Event description:
It was reported that during a stenting treatment procedure, a filter wire became stuck and the patient later expired. The target lesion was located in the saphenous vein graft. A bare metal stent was implanted with the use of a filter wire embolic protection system. During withdrawal of the filter wire, the wire became stuck within the implanted stent. The filter wire was left in place due to the patient not being a candidate for surgery. The patient expired a few hours later. Additional information has been requested.